Event description:
Hospira gem pca pump was heard beeping repetitively with "call" message on display; pump was d/c'd and replaced with new pump. Pump to biomed; stress release was broken off from bolus cord connector - same issue we had in 2009. Dates of use: (B)(6) 2010. Diagnosis or reason for use: pca pump - pain mgmt.